Event description:
It was reported while inserting the lasso through the sheath, the pt snored and air was aspirated through the valve and into the left atrium. The dr aspirated the air quickly, but it was not completed. The pt then described his legs as "palsy". Additional info received indicated there was no embolization to the brain.

Manufacturer narrative:
The device was not returned for analysis and review of the device history record was not possible as the lot number is unk. The air aspiration was reportedly caused by the pt snoring while inserting the lasso catheter. The pt has reportedly recovered and no embolization was noted. Several unsuccessful attempts have been made to obtain additional info regarding this event.